Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was the needle bending? Yes it was. Did the needle break? No, just bending. Samples were returned for evaluation. Visual examination revealed that 3 of 4 returned samples presented deformed and bent up condition. User instrument marks were visible on the needles. The root cause and object, force and / or technique applied during use could not be determined. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. The needle was pliable in any parts and bent during use. There was no adverse consequence to the patient.